Manufacturer narrative:
The investigation into the access site bleeding - major issue has been completed. The device was not returned for investigation. The root cause of the access site bleeding issue was anticoagulation management due to high patient activated clotting time values, heparin was stopped to achieve hemostasis as per the clinical description. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The patient expired on support. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 43-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was placed via the axillary when the patient developed swelling around the site and firm to the touch. The team treated as a hematoma and withheld the heparin. Additionally quick clot was applied to the site. This happened 2 days after implant. Support was maintained with the implanted pump.